Event description:
Pt with basilar neck and greater trochanteric fracture underwent left cathcart endoprostheis, and left or in guarded condition. At 1645 on arrival in recovery room blood pressure 68/30, went up to 109/82, then 71/46, then unable to measure blood pressure at 1747. Pt expired at 1800 pt was do not resuscitate status. Note: investigation still in process, however because of the circumstances facility feels this case may be reportable.